Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The husband reported via phone call that the customer experienced high blood glucose. The husband stated the customer's blood glucose rose to around 400 mg/dl. The husband stated they have changed out the infusion set three times. The customer's blood glucose was 350 mg/dl at the time of the call. The customer treated their blood glucose with manual injections and bolus deliveries. The insulin pump will not be returned for analysis.